Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they and got hospitalize due to high blood glucose and diabetic ketoacidosis around (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer reported receiving insulin flow blocked alarms after changing infusion sets 4 times. The customer tan a self test and the screen went black. The customer reported getting low blood glucose which they treated with juice. The insulin pump will not be returned for analysis.